Manufacturer narrative:
Device is not being returned; therefore, no evaluation could be performed.

Event description:
Sales representative reported that a twinfix stripped from the shaft near the eyelet. An add'l anchor was used to complete the repair. No delays or pt injuries resulted. It was confirmed that the eyelet was removed by the surgeon who pounded the threaded portion into the bone. An axial alignment was being maintained. The pt was a 32 years old male with hard bone. Confirmation that the site was not prepared has been requested.